Event description:
A report was received that the patient had a bit of stitch that was infected at the pocket site. The patient's symptoms include pus coming out and a little bit of a hole. The infection was suspected to be device or procedure related. The patient was prescribed with oral antibiotic. The device was explanted and the patient was doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient's symptom of "little bit of a hole" pertained to the incision which did not heal completely. The patient's infection was procedure related and had cleared up.

Event description:
A report was received that the patient had a bit of stitch that was infected at the pocket site. The patient's symptoms include pus coming out and a little bit of a hole. The infection was suspected to be device or procedure related. The patient was prescribed with oral antibiotic. The device was explanted and the patient was doing well.